Event description:
It was reported there was an over infusion of hydromorphone. The patient received 50 mg of hydromorphone over a two hour period. The pharmacist contacted the provider to ask if the pca only infusion could be changed to a drip so the nurse would not have to change the hydromorphone pca every two hours. The provider agreed to the drip and the pharmacist changed the order. It was reported that the device delivering the medication was changed from a pca module to a pump module for administration. The ordered dose of hydromorphone was 1.5mg/hr with an ordered rate of 3ml/hr. The concentration of the drug was 0.5mg/1ml. Two clinicians stated after reviewing the pump settings the drug was programmed correctly into the pump, and there was a dual nurse verification. The nurses involved report setting the drip as a "basic infusion." The hydromorphone bag was not scanned by the nurse. The nurse entered the room 2.5 hours later, and the bag was "dry." It was observed that the patient was "drowsy but alert and talking" and stated her pain was under control. It was noted that the md documented, "called by the nurse, who accidentally administered a 50mg bag of dilaudid over a period of two hours that was meant for a pca." Per the pharmacist, "the drip was not intended for pca......it should have been standard pump infusion using the library and guardrails." The patient was transferred to the ICU and started on a naloxone infusion. It was reported that "in a few hours, patient reported of pain and narcan drip was titrated off and resumed on prn pain meds." Biomed checked the pump and it appeared to be working appropriately.

Manufacturer narrative:
Continued from d11-1000ml baxter bag, lot: y306845, exp: nov20, 0.9% sodium chloride injection;100ml baxter bag, lot: p397216, exp: mar21, hydromorphone in 0.9% sodium chloride. Additional information added to: d10; d11; & h.6. (Patient code) the customer¿s report of complaint of a hydromorphone over infusion was confirmed after a review of the event logs. It is suspected that an additional contributing factor may have been involved as a result of a check valve failure identified with the primary set observed during testing. Log analysis results identified the time of the incident occurring between 4:36 am and 6:08 am on (B)(6)2019. During this time frame the secondary infusion was programmed at a rate of 3ml/h and is suspected to have been the hydromorphone infusion. The infusion was stopped at 4:38 am when the user updated the vtbi to 999ml on the primary infusion. Once the update was completed the user started the infusion at a rate of 100ml/h. The over infusion test method consisting of back flow testing identified a check valve failure with the primary set suspected to have contributed to a perceived over infusion. Log analysis results: results from a review of the logs identified the system was powered on at 11:14 pm on 18 nov 2019, prior to the date of the alleged event. The pcu was attached with source pump module s/n 12921331 (channel a), a pca module s/n 12897640 (channel b) and an etco2 module s/n 12919217 (channel c). The profile in use was identified as ¿med/surg/tele/onc¿. The etco2 module was actively monitoring during the time of the reported event. At 4:36 am a basic infusion was programmed on the source pump module at a rate of 100ml/h with a vtbi of 100mls and the infusion was started. Seconds later a secondary infusion was programmed at a rate of 10ml/h with a vtbi of 100ml and the infusion was started. The hydromorphone medication was suspected to have been programmed during this time. A minute later the secondary infusion rate was changed to 3ml/h. A user programming error is suspected as occurring at 4:38 am when the secondary infusion was stopped by the user when updating the primary infusion vtbi to 999ml. The user started the primary infusion at a rate of 100ml/h. At the infusion rate of 100ml/h, the secondary bag containing 100mls would have depleted in one hour instead of several hours when the rate was 3ml/h. At 4:38 am the rate was changed again to 999ml/h. A minute later the rate of infusion was changed to 100ml/h. The proximate cause of the customer¿s experience with an over infusion of hydromorphone was attributed to a user programming error.

Manufacturer narrative:
No device returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported there was an over infusion of hydromorphone. The patient received 50 mg of hydromorphone over a two hour period. The pharmacist contacted the provider to ask if the pca only infusion could be changed to a drip so the nurse would not have to change the hydromorphone pca every two hours. The provider agreed to the drip and the pharmacist changed the order. It was reported that the device delivering the medication was changed from a pca module to a pump module for administration. The ordered dose of hydromorphone was 1.5mg/hr with an ordered rate of 3ml/hr. The concentration of the drug was 0.5mg/1ml. Two clinicians stated after reviewing the pump settings the drug was programmed correctly into the pump, and there was a dual nurse verification. The nurses involved report setting the drip as a "basic infusion." The hydromorphone bag was not scanned by the nurse. The nurse entered the room 2.5 hours later, and the bag was "dry." It was observed that the patient was "drowsy but alert and talking" and stated her pain was under control. It was noted that the md documented, "called by the nurse, who accidentally administered a 50mg bag of dilaudid over a period of two hours that was meant for a pca." Per the pharmacist, "the drip was not intended for pca......it should have been standard pump infusion using the library and guardrails." The patient was transferred to the ICU and started on a naloxone infusion. It was reported that "in a few hours, patient reported of pain and narcan drip was titrated off and resumed on prn pain meds." Biomed checked the pump and it appeared to be working appropriately.

Manufacturer narrative:
Additional information added to: d11.

Event description:
It was reported there was an over infusion of hydromorphone. The patient received 50 mg of hydromorphone over a two hour period. The pharmacist contacted the provider to ask if the pca only infusion could be changed to a drip so the nurse would not have to change the hydromorphone pca every two hours. The provider agreed to the drip and the pharmacist changed the order. It was reported that the device delivering the medication was changed from a pca module to a pump module for administration. The ordered dose of hydromorphone was 1.5mg/hr with an ordered rate of 3ml/hr. The concentration of the drug was 0.5mg/1ml. Two clinicians stated after reviewing the pump settings the drug was programmed correctly into the pump, and there was a dual nurse verification. The nurses involved report setting the drip as a "basic infusion." The hydromorphone bag was not scanned by the nurse. The nurse entered the room 2.5 hours later, and the bag was "dry." It was observed that the patient was "drowsy but alert and talking" and stated her pain was under control. It was noted that the md documented, "called by the nurse, who accidentally administered a 50mg bag of dilaudid over a period of two hours that was meant for a pca." Per the pharmacist, "the drip was not intended for pca......it should have been standard pump infusion using the library and guardrails." The patient was transferred to the ICU and started on a naloxone infusion. It was reported that "in a few hours, patient reported of pain and narcan drip was titrated off and resumed on prn pain meds." Biomed checked the pump and it appeared to be working appropriately.